Event description:
It was reported that there were high thresholds on the left ventricular (lv) lead and the patient experienced near-syncope. The threshold had increased since a new device was implanted approximately six months prior. A new lv lead was implanted in another branch of the coronary sinus and the existing lv lead was plugged into the right ventricular (rv) port with sub-threshold output. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. High left ventricular thresholds were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.